Event description:
Use cook ultrasound biopsy needle echo-19 for liver puncture and liver stomach anastomosis, reach the puncture site with the endoscope, and install the ultrasound puncture needle. Adjust the needle length and sheath length before performing the puncture. The first needle puncture entered the puncture site, but when retracting the needle, it was found that the needle could not retract into the sheath, making it impossible to perform subsequent procedure. After retracting the entire biopsy needle, it was found that the sheath was bent, and it is unknown whether the needle inside was broken. User changed to another new needle to complete the procedure.because this puncture needle cannot complete the procedure, there is no way to charge for it. Replace the puncture needle with a new one to complete the procedure.patient/event info - notes: please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Liver. Please describe the size of the intended target site. Unknown. Was gaining access to the target site difficult? No.was puncture of the targeted site difficult? No.what is the scope manufacturer and model number that was used? Olympus gf-uct260was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? Nowas the device used in a tortuous position? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No.was the stylet partially removed when advancing the needle into the target site? Yes when was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement. Was it possible to be fully retract before removing the needle from the patient? No.did any section of the device detach inside the patient? No. Did the patient require any additional procedures as a result of this event? No.how many samples were obtained (passes completed) with this needle? 1 were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) sheath kink if not with the device in question, how was the procedure performed and/or finished? Changed to a new device to complete the procedure. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end)? Patient end

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions